Manufacturer narrative:
Additional information b5: medtronic received additional information that there was 1 to 1 nursing. The resuscitation efforts began immediately after the cannula detached. The cannula detached as the patient pulled it out. The cannula backed out of the cannulation site. The cannula did not disconnect from the connector. The cannula did not split or break. Correction section e (facility name, street 1, and city): these fields have been updated. Correction additional codes (imf/annex f/health impact): this code has been updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information that the patient was provided 24 hours in-person care. Conclusion: medtronic cannot confirm or deny the complaint of patient death following the detachment of the cannula during ECMO as no product has been returned to date. A root cause of this occurrence cannot be determined without returned product, however, it is likely this issue is the result of a use-related error, as the site indicated the cannula detached when the patient pulled it out. The device history record could not be reviewed as no lot number was provided. A clinical review was completed with medtronic medical safety and concluded there was no allegation that the patient death was related to the medtronic cannula. All adverse events reported in the complaint event are considered known and foreseeable and are assessed in the risk management documentation for these products. Based on the available information in the complaint file, there is no evidence that the detachment of the cannula and subsequent blood loss leading to patient death was attributed to the bio-medicus nextgen femoral arterial / jugular venous cannulae. Medtronic has made its supplier aware of this occurrence and will continue to monitor for future occurrences and trends. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of two bio-medicus nextgen femoral arterial or jugular venous cannulae, it was reported that the jugular cannula detached from the patient, which caused their death. It was also reported that the patient had been hospitalized with lung failure, and was connected to ECMO (vv fem-jugular). The bio-medicus cannulae were being used for drainage and return. Additional information received confirms the cause of death was bleeding. The patient's death is believed to be linked to the performance of the jugular cannula only (96570-119). After the cannula detached form the patient, the health care professional performed resuscitation. Additional information received confirmed the the cannula was secured with a few ways- it was sutured with sutures and bandage. The hospital is investigating if the cannula becoming detached caused or contributed to the patient death. No further information is available on the sequence of events leading to the cannula becoming detached. The patient was on ECMO for seven days. There is no allegation against the device and there were no cannula defects noted.